Event description:
It was reported that the patient's right ventricular (rv) lead had undefined resistance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID sdr203b, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013; 4592 serial # (B)(4), implanted: (B)(6) 2003. (B)(6). (B)(4).